Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) was undersensing. Programming changes were performed to address the issue. The patient was in stable condition.